Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "propofol" leaked past the bd plastipak¿ concentric luer lock syringe plunger stopper while administering anesthesia to a patient. Alternative anesthesia was provided as a result, and further examination of the syringe showed that the two plunger seals had broken due to a bulging of the barrel. The following information was provided by the initial reporter: on friday afternoon a bd plastipak 50 was being used to deliver total intravenous anaesthesia to a patient, when it was noted that propofol was leaking past the plunger and that no propofol was being delivered to the patient. Alternative anaesthesia was provided and the patient was not aware, and came to no harm. Examination of the syringe showed what appears to be a manufacturing defect leading to a bulging of the barrel over a short length, hence breaking of the two plunger seals.

Event description:
It was reported that "propofol" leaked past the bd plastipak¿ concentric luer lock syringe plunger stopper while administering anesthesia to a patient. Alternative anesthesia was provided as a result, and further examination of the syringe showed that the two plunger seals had broken due to a bulging of the barrel. The following information was provided by the initial reporter: on friday afternoon a bd plastipak 50 was being used to deliver total intravenous anaesthesia to a patient, when it was noted that propofol was leaking past the plunger and that no propofol was being delivered to the patient. Alternative anaesthesia was provided and the patient was not aware, and came to no harm. Examination of the syringe showed what appears to be a manufacturing defect leading to a bulging of the barrel over a short length, hence breaking of the two plunger seals.

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1902236, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1902236 w as visually inspected, no defects or damage was noted. Based on the available information we are not able to determine a root cause at this time.